Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead. The rv lead was reprogrammed. The patient called the clinic back to indicate the stimulation was still occurring. The patient was scheduled for a lead repositioning. The lead was ultimately removed and replaced. No further patient complications have been reported as a result of this event.